Event description:
This is a spontaneous consumer report from india of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2010, the patient was treated with fortum 250 mg intraperitoneal (ip) once a day (continuing) and targocid 400 mg ip loading dose and every five days. The outcome of the event was unknown. Pd therapy was ongoing. The root cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.